Event description:
It was reported that the patient presented for in-clinic follow-up with high capture thresholds exhibited by the right atrial lead. An x-ray was performed, and lead dislodgement was confirmed. The lead was successfully repositioned on (B)(6) 2023. The patient was stable.